Event description:
Intra-op tee showed global akinesis with a large aortic valve thrombus. Pt placed on va-ECMO. Upon return to ICU, pt in pea with intermittent vt and vf. Despite multiple rounds of epi and aicd shocks, pt progressed to persistent asystole and passed away.